Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A complete lead was returned for analysis in two pieces. External insulation abrasion was noted from 10.2 cm to 10.8 cm from the distal tip, consistent with friction against another implantable device or feature of the heart. All other damage found was sustained during surgical procedure. The lead was otherwise normal. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.